Manufacturer narrative:
Discus dental received a complaint on (B)(6) 2018 in which patient had an allergic reaction 3 days after in-office teeth whitening procedure stating that she had a rash on the outside rim of both lips. Patient saw physician after the reaction. Investigation: the product was used up during the procedure and not available for return. The retain sample of the zoom whitening gel, (B)(4), lot: 18024003 was tested on (B)(6) 2018 and results were within required specifications. Reviewed device history records of zoom whitening kit, (B)(4), lot: 18029029, zoom whitening gel, (B)(4), lot: 18024003 and no out of specification was found in the records. Reviewed complaints history, no other similar incidents were reported from the same lots. Reviewed direction for use of the kit. The dfu describes candidate qualification, warnings, ingredients, and other precautions. Product labeling also includes ingredients list. Potential cause of this event may be an allergic reaction to one of the product ingredients. Based on the investigation results and available information, discus dental concludes there was no malfunction or failure in the product. Product was used up during the procedure.

Event description:
Discus dental received a complaint on (B)(6) 2018 in which patient had an allergic reaction 3 days after in-office teeth whitening procedure stating that she had a rash on the outside rim of both lips. Patient saw physician after the reaction.